Manufacturer narrative:
Additional narrative: patient information not provided by reporter. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ DHR review for part #03.632.072 lot #6968780. Release to warehouse date: september 14, 2012. Manufactured at synthes (B)(4) facility. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: during the setup of instruments, while putting the matrix shaft onto the torque limiting handle (used for final tightening), it was noticed that the matrix shaft was stripped. Another matrix shaft was available to use. The surgery was completed, and there was no noted extension of surgical time. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: one t25 stardrive shaft f/matrix long (part 03.632.072 / lot 6968780) was returned for becoming stripped. The driver had rounded edges on the stardrive lobe. The complaint could be a result of wear, not using the torque limiter during final tightening of the locking caps or not fully inserting the drivers into the screw/locking caps recess. Replication of the complaint condition is not applicable. The complaint is deemed confirmed. The drivers are used in the matrix degenerative and deformity systems for insertion of monoaxial and polyaxial pedicle screws as well as the locking caps. Parts 03.632.002 and 03.632.072 are the only drivers intended to be used for final tightening of the locking caps per technique guides. Product drawings were reviewed during the investigation and no design issues were noted. The wear and stripped condition of the driver is likely a result of repeated use for screw and locking cap insertion or from not fully inserting the drivers into the screw¿s/locking cap¿s recess. Not final tightening the caps with a calibrated synthes 10nm torque handle could also cause the complaint condition. A caution note is included in the technique guide stating that if the torque limiting attachment is not used, breakage of the driver may occur and could potentially harm the patient. The technique used with the drivers is unknown, so the exact root cause cannot be determined. A device history record review showed there were no issues during the manufacturing of the product that would contribute to this complaint condition. No design issues were noted. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.